Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found umbilical cable from the mobile view station (mvs) to the image acquisition system (ias) was shorting out causing f7 fuse to blow as well as f11 and f12. Replacement cable and fuses were sent to site. Fse swapped them and tested system, everything worked as intended and system put back into use. Mvs umbilical cable was sent back to manufacturer for evaluation: confirmed broken wire between lemo connector and j8-3. Cable failed bench level connectivity testing. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic rep. Reported the imaging system has been plugged in all day but has not been charging and is now dead. There was no patient present when this issue was identified.